Manufacturer narrative:
The screw was not returned for evaluation as it was discarded at the hospital. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The exact root cause cannot be determined.

Event description:
It was reported that; in the operation of anterior cervical decompression fusion surgery, the not card in the cage, cause two depth of thread screw moves down.

Event description:
It was reported that; in the operation of anterior cervical decompression fusion surgery, the not card in the cage, cause two depth of thread screw moves down.